Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument for failure analysis evaluation. A review of the logs for this procedure has been performed and revealed no relevant errors during this procedure.

Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, a hole in the patient's bowel was observed when releasing the tip-up fenestrated grasper instrument. At the time the event was reported to intuitive surgical, inc. (Isi), the surgery was still in progress and the surgeon was attempting to repair the bowel defect. The procedure outcome and current status of the patient are unknown. Isi has attempted to contact the customer to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.